Event description:
It was reported that the wake button was extremely difficult to press and required multiple presses to activate screen. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.